Event description:
It was reported that the right ventricular (rv) lead threshold had been increasing and was now measuring high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode was covered with blood, the overlay tubing insulation was breached from being cut and had blood ingression. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter-defibrillator - (B)(6) 2011; 5076 implantable pacing lead - (B)(6) 2002. (B)(4).